Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the bottom jaw is bent. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. This was repeated with the same result for the next 3 clips. However, the next 4 clips were all able to properly load into the jaws of the device and close. The remaining clips had the same issue as the first 4 and could not load properly. In total, the sample was received with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. Of the 11 remaining clips, only 4 of them were able to properly load into the jaws. The bent bottom jaw prevented the clips from consistently loading properly. Other remarks: it could not be determined how or when the bottom jaw got bent. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time since the bent bottom jaw prevented the clips from consistently firing properly, but it could not be determined how or when the jaw got damaged. The reported complaint of "clips stuck in applier" could not be confirmed since all of the clips remaining in the returned device fired. However, the sample was returned with the bottom jaw bent. Upon functional inspection, the bent jaw prevented the clips from being able to be consistently loaded into the jaws correctly. Of the 11 clips remaining in the device, only 4 of them were able to load properly due to the bent jaw. It could not be determined how or when the bottom jaw got bent. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since it could not be determined how the bottom jaw got bent, the root cause of this complaint is undetermined.

Event description:
Clips remain stuck in the applier. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot #73e1600621 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Clips remain stuck in the applier. There was no patient injury.